Event description:
It was reported that this pacemaker exhibited noise signals on both the right ventricular (rv) and right atrial (ra) channels, which was believed to be caused by electromagnetic interference (emi). The noise signals appeared to be oversensed on the rv channel. The patient is pacing dependent and experienced asystole of greater than two seconds. The hcp noted that the patient had a procedure at a time that coincided with the noise artifacts and is believed to have been the cause of the emi. Ts provided the hcp with programming recommendations. At this time, the pacemaker remains in service. No adverse patient effects were reported.